Event description:
It was reported this catheter was placed for a pancreatic drainage procedure. Twenty-four hours post placement a longitudinal split in the proximal portion of the catheter was noted. Upon uneventful removal of the proximal segment it was noted the distal portion remained fractured in the pt. Successful surgical retrieval of two of the fractured segments followed. During a scheduled cholecystostomy three more fregments were successfully retreived. It was indicated a very small sliver of the catheter remained in the abdominal wall. No further retrieval was attempted or is planned. The physician does not feel any pt sequelae will result from this fragment remaining in the pt. The drainage procedure was successfully completed with this unit. The pt's condition is good and has since been discharged. The user facility will not release this device for evaluation. Therefore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. User technique and/or pt condition may have contributed to this event. However, the co is unable to determine the cause for this event. The co's directions for use state: "introduce the assembly, all three parts locked together, and advance until the collection has been entered (as determined by either CT or ultrasound)...confirm position by removing only the trocar needle and aspirating on the cannula. Return of fluid indicates satisfactory position..."